Manufacturer narrative:
The catalog number and lot code were not reported. The device was reported as an unknown scorpio polyethylene component. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A scorpio kit was ordered on (B)(6), 2014 by the customer in order to perform a revision of a polyethylene insert. Reason to change is unknown.